Manufacturer narrative:
An extended investigation was performed for the returned sensor and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit review showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6).

Event description:
A customer reported receiving a "replace sensor" message from adc freestyle libre sensor and as a result, was unable to monitor his glucose levels. The customer experienced unspecified symptoms of hypoglycemia, seizure, and subsequently lost consciousness. The customer performed a capillary test and self-treated with insulin (dose/type unknown). No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). The sensor plug was visibly not seated in the mount, indicating improper assembly by the user.  This case is not confirmed to use error.

Event description:
A customer reported receiving a "replace sensor" message from adc freestyle libre sensor and as a result, was unable to monitor his glucose levels. The customer experienced unspecified symptoms of hypoglycemia, seizure, and subsequently lost consciousness. The customer performed a capillary test and self-treated with insulin (dose/type unknown). No further details were provided. There was no report of death or permanent injury associated with this event.